Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficulty advancing the thumb advancer was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, during sheath splitting, the sheath began to get carved. The safety release mechanism was used to collapse the locator wings and the device was removed from the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator is reported to be trained in the use of the starclose se device. No additional information was provided.